Event description:
Information was received indicating that a suction tube cannot be inserted smoothly into a smiths medical portex blue line ultra tracheostomy tube. There were no reported adverse effects.